Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5-3.0mm x24-48mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery- posterolateral branch (rca-pl) and mid left circumflex (lcx) artery. A 2.50 x 48 synergy drug-eluting stent was advanced to rca-pl; however, it was found that the stent was difficult to insert into the lesion. When the device was removed from the patient's body, the stent itself was deformed. Another 2.75 x 24 synergy drug-eluting stent was advanced to the mid lcx. However, significant resistance was encountered. When the device was removed out from the patient's body, the tip of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.